Event description:
I bought a hearing aid, not working properly. Went to office of purchase. Dispensier of aid was going to send back to correct problem, however he wanted me to give him my old aid that I was using to send back with new. I refused. We started arguing. He has my new aid and told me to leave the office. I refused to leave without my aid that I had paid. He still has my aid and money.